Event description:
It was reported that the upper jaw part broke off and fell into patient, fragment could not be removed. This happened while the part was used in a surgery with a dls set. Surgery was an arthroscopic stabilization of shoulder. Patient was informed of the unretrieved fragment. No revision will be done.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Device has a broken tip and a bent shaft. Complainant's event typically caused by applying excessive force while grasping and manipulating suture or applying excessive leveraging forces. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.